Event description:
It was reported that the foot section may not have been able to lock due to a bent bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-07248.

Event description:
It was reported that the foot section may not have been able to lock due to a bent bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.